Event description:
It was reported that when the nurse transported the pt to the operation dept, she noticed air bubbles in the entire set. She also noticed that there was no fluid in the container between the fluid bag and the tubing. There was no result pt complication.